Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The reported behavior could not be replicated. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a cranial biopsy procedure, the navigation system became unresponsive and displayed a blue screen. The mouse was unresponsive on the screen and no action could be taken in the software. The system was fully rebooted and the issue was resolved. The procedure was completed successfully with medtronic navigation after a delay of less than one hour. The patient was not impacted. No additional details were provided.